Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During a (tace) transarterial chemoembolization procedure to treat a hepatic artery, the 1cc lock syringe did not fit the prowler hub and the syringe hub broke. Since, fluid viscosity is quite high in this type of procedure, high pressure is given when injecting fluid. No adverse consequences was reported with the event. Additional information indicated that the case could be completed with the same microcatheter and a new cook syringe that properly fit the luer hub. Prior to shipping, no other issues were noted with any part of the product being returned. No further information was available.